Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient reports that she experienced a hypoglycemic event while she was sleeping. The patient could not hear the alarm, and her husband tried to get her up to chew sugar pills. At the time of the call to dexcom technical support, patient was feeling fine.